Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained high blood glucose of 405 to over 600 mg/dl. Troubleshooting found that there was an air bubble that was cleared and customer treated their high blood glucose with food. Customer declined high blood glucose troubleshooting.